Manufacturer narrative:
Per direction by FDA in a letter dated, july 20, 2018, this emdr is being filed to submit new information obtained based on the complaint investigation results. The initial report for this event was submitted in the quarter 1 2018 asr report. However, supplemental reports regarding the asr are no longer being accepted. It was agreed upon with the FDA that the date of awareness would be the date of the letter received, which is july 20, 2018. Received the catheter only for evaluation. The reported event was unconfirmed as the problem could not be reproduced. The exterior of the sample was visually inspected and did not find any evidence of a failure that would support the reported event. Per the functional evaluation, it was found that the returned catheter could be inflated and stayed inflated for 30 minutes. No deflation was found. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: recommended inflation capacities 3 cc balloon: use 5 ml sterile water, 5 cc balloon: use 10 ml sterile water, 30 cc balloon: use 35 ml sterile water, do not exceed recommended capacities. Visually inspect the product for any imperfections or surface deterioration prior to use. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter fell out of the patient due to a deflated balloon in 8 hours. Reason for report: investigation results. (B)(4). Initial asr report submitted: quarter 1/2018. Corresponding exemption number: e1997042